Event description:
It was reported that balloon rupture occurred. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was another of the same device. There were no complications reported and patient was in good condition post procedure.